Event description:
The clinician reports the implant was inserted (B)(6) 2014 in the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, abscess, fistula and inflammation. No further patient complications were reported.